Manufacturer narrative:
The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was inserted then removed for unknown reasons. Additional information received from the facility director indicating that during the intraocular lens (iol) implant procedure, the patient experienced a ruptured capsule. A vitrectomy was performed and an anterior chamber iol was implanted to complete the procedure. The director reported the patient is doing well. The director also noted that she does not think the iol was in the patient's eye when the capsule ruptured. Additional information has been requested.